Event description:
It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure using a pre-close technique of the superficial femoral artery after an interventional procedure. Reportedly, although, heavy bleeding leaked "beside" the sheath and a "very small" hematoma started to develop, an attempt was made to deploy the device. "Because of the hematoma it was not possible to finish the procedure and to close with the perclose properly." Manual compression was applied to achieve hemostasis. It was reported that the pt was hypertensive (213/121) during the procedure, which may have contributed to the bleeding beside the sheath. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary - the returned device was rec'd partially deployed. Both needles were successfully captured by their respective cuffs. The link material was normal. The end of the rail suture appeared to have been cut. The non-rail portion of the suture was not returned. There were no abnormal observations or malfunction detected. Based on the findings, the device conformed to specification. A root cause related to the device could not be determined. No mfg or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.